Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed two openings assessed as surgical damage. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, capsular fibrosis, inflammatory changes, anxiety, pain, rupture, silicone bleeding, and silicone touching patient. Device has been explanted.

Event description:
Later, patient's legal representative reported "seroma appeared + unclear pain and swelling."

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.